Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: presented with pain, cobalt and chromium levels symptomatically rising, MRI shows soft tissue accumulation of fluid and a metallic material in the soft tissues. Black gray staining down to the joint and in the soft tissues. Substantial amount of corrosion on the taper on the trunnion. Findings consistent with significant metallosis, large bursa filled with gray stained cloudy fluid consistent with metal debris, staining tracked to joint, corrosive products found on taperlab reports identified cobalt and chromium levels to be elevated. It was reported the device was implanted past the expiry date. It is unknown if this off-label usage may have caused or contributed to the reported events. A definitive root cause cannot be identified if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4; a5; b7; g3; h2; . Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 01.00634.052 item name zimmer mmc cup 52/44mmcode j lot # 2528453. Item number 01.00185.146 item name head adapter m/0 12/14-18/20 lot # 2496176. Item number 01.00181.440 item name metasul large diameter hd44/j lot # 2437106. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the initial right total hip arthroplasty was performed. Subsequently, the patient was revised ten (10) years post implantation due to pain, elevated metal ions, trunnionosis, and tissue damage. The stem remained intact, and all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.